Event description:
It was reported that a patient underwent a orchiopathy surgical procedure and during closure of a layer, while opening the foils , dr. Found that suture was separated from needle. During evaluation of returned device, it was found that the suture was disintegrated and there were holes in the package. No additional information was provided.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail - there is no adverse consequence in patient. How was procedure successfully completed? Procedure completed by another suture a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Complaint sample: 1 unit of actual complaint sample foil along with zipper tray, and suture pieces received for investigation for code vp2346 lot t8034. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection received complaint sample was visually inspected against mentioned voc performance-detached needle but same was not evident in complaint sample. Suture was observed in disintegrated condition ¿the detected detachment of suture/breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Needle was not received for investigation. Batch manufacturing record review: as a part of further investigation batch manufacturing record was reviewed for code vp2346 lot t8034. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. Retained sample evaluation: five retain samples of incident code vp2346 and lot t8034 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-detached needle, needle pull test is applicable and is a measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 4.806 kgf and value at release was found to be 6.124 kgf which meets the average usp requirement i.e. Nlt 1.500 kgf all the individual as well as average needle pull values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the review this is not a confirmed complaint. The reported incident is one and isolated case for code vp2346/lot t8034. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval.